Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
The suture needle broke off in the ligament on deployment and is still lodged there. The patient's condition was reported as unknown.